Manufacturer narrative:
(B)(4) was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. A reading similar to the reading the customer reported was found in the meter memory.

Event description:
Customer reported receiving a reading of 58 mg/dl on (B)(6) 12 at 9:57 am, on one of his adc blood glucose meters which was lower than he felt and also lower than a reading of 97 mg/dl received on his other adc meter at 7:38 am, on the same day, which was higher than he felt and also higher than the reading received on his other adc meter. Customer further reported that due to this he sustained an unspecified injury. No further information was provided by the customer as he declined to continue troubleshooting. Multiple, unsuccessful, attempts have been made to gather additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The date of manufacture of the meters is unknown. The date listed is the date when abbott diabetes care became aware of the event. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. Additionally: the test strips the customer was using expired on june 30, 2012.